Manufacturer narrative:
One cardiomems patient electronic system was received into the lab for analysis. During the analysis the reported error 5 was unable to be reproduced during investigation however review of the log files confirmed an error 5 on 09aug2020. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No rework or non-conformances associated with the reported event were identified. The product passed all manufacturing and inspection criteria at the time of manufacture, 30mar2020. An error 5 indicates the atmospheric pressure sensor indicated an error in recording pressure or temperature. The unit did pass the compact flash section of the diagnostic test and so the compact flash was confirmed to be set to the correct speed and did not cause the error 5. Based on the information provided and the investigation performed, the cause of the error in recording pressure or temperature was unable to be determined.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.